Manufacturer narrative:
The customer did not report any impact to the patient. Technical operations reviewed the code, error logs and patient data. It was determined that this patient was suspended for a short duration during their current episode of care. Patient was active through (B)(6) 2016. The patient was marked as suspended. They were reactivated on (B)(6) 2016. The surveys two weeks out, during the patient's suspension, were not delivered to the patient ((B)(6) 2016 were not delivered) when the patient was reactivated, the clinician did not adjust the patient's schedule. This issue occurs when the patient is in the suspended status, there are no new tasks (measurement and/or survey) generated 14 days out from the dates that patient is suspended for. This issue results in the following: a patient not getting a task reminder; an adherence check/flag will not be completed as there is no task to trigger; a new task will not be generated 14 days out. Intervention rules will trigger (if the patient is within the same episode). The investigation continues and a supplemental report will be filed.

Event description:
The customer reported that several patients had not received daily surveys within the past few days. The customer provided two patient ids, the issue reported on this medical device report and the other example is reported on 1125873-2016-00036. The customer did not report any impact or consequences to the patient.

Manufacturer narrative:
Investigation confirmed the design issue. A software correction has been developed and will be deployed on or about september 9, 2016. A field action has been initiated and customers have been informed of the issue, and the pending solution.

Event description:
This supplement report is filed to provide additional investigation information, as well as correction number.